Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with 4x4 sterile gauze. The customer reports "while performing a cardiac catheterization, physician and scrub tech found a lint-like, grayish greasy material that resembeled mold in a pile of 4x4 sponges that came from a sterile femoral pack tray. Pt was given kefzol 1gram ivpb for prophylaxis."